Event description:
It was reported that the during installation of cardiosave intra-aortic balloon pump (iabp) unit failed patient interface module test. No patient involved.

Manufacturer narrative:
Due to character limit in e1 event site address is address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11 corrected fields- d5, e4, g2, h6 (medical device ¿ problem code,investigation findings).

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h3, h6 ((component code, investigation findings, investigation conclusion, type of investigation), h11. Getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the patient interface module (d997-00-1178). The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 30 may 2025. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of the leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.